Event description:
It was reported that a malfunction occurred on pump, with no notable events before issue and malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to reset pump but was not able to do so, so technical support provided instructions for pump reset, guidance to reload cartridge, reconnect continuous glucose monitor, and monitor insulin on board after reset, with no additional outcome information reported.